Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the impactor device was being used to impact the shell. It was reported that the surgeon stopped pressing the trigger and you could still hear the gears running inside really slow and eventually stopped. It was reported that the device was disconnected and set on the table. It was reported that the patient was not harmed and there was no delay in the case. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During evaluation and testing of the device it was found that the reported condition was confirmed. It was also found that the device was not impacting and inside of the motor the magnets were found to be detached from the shaft internally. This issue has been escalated to CAPA. The assignable root cause was determined to be due to manufacturing.